Manufacturer narrative:
The investigation was completed and device was not returned. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. The necessary materials were not returned for analysis so the serial number could not be identified to complete a device history review inspection.

Event description:
The patient was placed onto impella cp support due to cardiomyopathy. After several days the patient was escalated to an impella 5.5 for continued support. While on impella 5.5 support the patient experienced renal failure as he was placed onto continuous renal replacement therapy. Four days later, patient was taken off of heparin due to bleeding in the mouth. The following day, patient had ventricular tachycardia (vt) for which he was given one shock and placed onto amio and lido. Three days later, patient experienced additional runs of vt with no resolution specified. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.